Event description:
Additional information received describing the event as "the doctor did not see the drainage of aqueous room from the tube, so the doctor thought that the drainage function was lost" and noting device remained implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted into the right eye and the iop then increased to greater than 30mmhg after one week. The healthcare professional opened the conjunctiva and tried to restore the drainage function, but after opening conjunctiva, it was found the xen had lost drainage function. The healthcare professional decided to implant another device and the iop was well controlled one day post op at 10mmhg.